Manufacturer narrative:
This report is submitted on june 25, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment which was treated with a steroid (mode of administration unknown).